Event description:
On march 18, 2026, nakanishi received an email from a distributor (nsk europe) and received information that a surgeon injured dura mater using an nsk surgical bur. The details nakanishi obtained are as follows. - the event occurred on march 17, 2026. - the surgeon was performing a craniotomy procedure using the pds-2rful-50 surgical bur (lot no. 25x1) together with a p300 standard attachment (serial no. Unknown). - the surgeon reported a dual tear during the procedure. - the surgeon also reported that the patient is on good health condition, and that no post-operative issue in relation with the incident has been reported.

Manufacturer narrative:
Nakanishi is still trying to obtain information about the event, including information about the patient.